Event description:
Paramedics responded to a person in cardiac arrest. The device would not power up when the battery switch was turned. A backup device was immediately called for and used and the patient was resuscitated.